Event description:
It was reported that the catheter was inserted in a patient and later the catheter fell out. Upon further testing it found that the catheter had a small leak.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. One representative sample was returned for investigation. Visual examination was performed on the returned representative catheters and no material degradation or abnormalities observed. Based on the investigation conducted, the returned representative sample was able to stay inflated and no leak was observed. No other abnormality found, and sample was able to perform as intended. As such, this complaint is not confirmed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheter was inserted in a patient and later the catheter fell out. Upon further testing it found that the catheter had a small leak.